Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) instructed a care giver (cg) to review the alarm log. The cg reported that an se 2814 occurred prior to the initially reported alarm. The tsr assisted the hp with removing the cassette and instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.